Event description:
Outpatient came in to the infusion center for hydration and blood culture draws. The infusion nurse reported she noticed blood had backed up into the PICC catheter. The nurse tried to flush the line with normal saline, but saw that the saline just leaked out of the white hub between the hub and the clear tubing. The catheter was removed and the patient went to the interventional radiology department for insertion of a new PICC catheter. No harm to the patient from the leak. There was no long term harm from the leak. According to the nurse, the catheter had been in place for over a year. Unfortunately, the lot number is not available since this catheter was inserted over a year ago. Cook rep will pick up product to be investigated.